Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call hardware low level failure alarm on the insulin pump. Customer's blood glucose level was 6.7 mmol/l. Troubleshooting was performed. Customer advised the alarm recurred, the self test failed and the issues remained unresolved. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test however, the pump alarmed hardware low level failures during the self test and hardware low level failures alarm (variable 3) is found in the formatted history file along with audio anomalies due to broken trace at pin 1 (vdd) on the keypad assembly.